Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). Section h3: alma inc. (Importer) has made an attempt for device retrieval and is in the process of making further attempts to request the device back for evaluation. Alma ltd. Clinical reached out to an independent medical expert for the medical assessment. As per their assessment, the patient may have had deep second degree burns. (B)(4) has made multiple attempts to request patient follow-up condition; no updates are available. Alma ltd. Clinical has therefore, determined this event to be reportable and is submitting this report to the FDA in good faith efforts. Should any information become available, alma will submit supplemental report within the FDA published timelines.

Event description:
The suspected device was used on the patient's abdomen. As per the facility, the patient reported she has sustained a small burn 1 inch to the right of her belly button. The patient called in to report this burn two weeks after the treatment.